Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during ventilation the device switched itself off repeatedly. No injury reported.

Manufacturer narrative:
The electronic log file was available for the investigation. On the day of the reported incident, the log book shows the error code 00.a008 (blower defect), which matches the reported symptom. The "blower defect" alarm (00.a008) is generated when an unacceptable deviation occurs between the measured blower speed and the reference value. The carina then switches to the so-called patient safe mode, i.e. Ventilation is terminated and a high priority "malfunction!!!¿ alarm is generated. In this case, the emergency breathing valve enables the patient to breathe spontaneously. Ventilation of the patient with an independent ventilator may be necessary. These errors could not be reproduced in a endurance test in the repair workshop. The customer will receive a cost estimate for the preventive replacement of the lp sensor. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.